Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72401450, serial number: n/a, batch/ lot number: 1000359226, model/ catalog description: 12.5mm x 14cm (p) ambicor fgs.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) implant procedure. No previous penile prosthesis in patient. Patient's scrotum was torn. No more information is available at the moment. Additional information received. This was an original surgery. There was a proximal perforation of the septum inside the corporal body. This was addressed during the procedure.